Event description:
It has been reported to company that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel. The physician removed the device. The physician reinserted the occlusion balloon and crossed the lesion site and inflated the occlusion balloon. The physician aspirated the vessel and attempted to deflate the occlusion balloon but it would not deflate. The physician cut the hypotube per the instruction for use and the occlusion balloon deflated. The pt is reported to be fine.